Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: a review of the pump black box data revealed two pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked on the side extending from the threads to the case seal. The battery compartment threads were found to be stripped/damaged. The cartridge compartment was cracked above the bumper pad. No evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of an intermittent power issue was not able to be duplicated. Unrelated to the complaint of intermittent power, investigation revealed that the display was dim and faded. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.